Event description:
It was reported to medtronic minimed that the customer had issue related to pump frozen screen and was not able to keep the pump turned on. The customer also received pump error 4(the motor arm cannot communicate with the main arm) and pump error 29 (an unexpected hardware reset occurred) and unresponsive keypad. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed and the customer called back after receiving a new battery cap. The customer inserted a new battery with the new cap but display did not return. No harm requiring medical intervention was reported. The customer will discontinue the usage of the pump. The product will be returned for the analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with a blank display. Unable to perform the sleep current test, active current test and self-test due to blank display. Unable to download history files and traces using thus due to blank display. The pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, motor and keypad flex connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, keypad overlay texture damage, scratched case, cracked case-corner of belt clip rails, battery tube threads - cracked and label damage (stained and faded serial number label and faded end cap address label). Blank display due to moisture damage on the pcba 1, pcba 2, motor and keypad flex connector. Unable to confirm frozen screen due to blank display. Unable to confirm pump error 4 due to blank display. Unable to confirm pump error 29 due to blank display. Unable to confirm unresponsive keypad due to blank display. Unable to confirm rewind anomaly due to blank display. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.